Event description:
The machine smelled of burning plastic when the unit was turned on. The smell was noticed by the rn when getting ready to use on the patient. The rn did a safety check and discovered the smell.====================== health professional's impression======================smell of hot burning plastic.